Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scratches on charged coupled device lens were found. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degraded video connector. Regarding the newly identified malfunction, it is likely the cause was traced to component failure, but a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had no image. The event occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported the subject device had no image. The event occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.